Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Allegedly, the mpj plate broke, which lead to black debris in the tissues. Two solana staples were used to resolved the issue. No patient trauma occurred. The plate and screw still remain in the patient. No part or lot number available.

Manufacturer narrative:
Visual inspection of the returned device found the plate broken almost perpendicular to the longitudinal plane through the vertical laser marks. These are highly contoured plates in both thickness and form designed to better fit the typical bone anatomy where the plate is to be used. Unfortunately the break occurred through transition areas of the plate. Analysis of the returned device indicates that the device could have been a contributor to the reported event. At this time, we have no information on the original surgery, how long the implant has been in place, the patient's activity level or when the break occurred, we cannot rule out the possibility that the plate was a contributor to the incident. However, the break surfaces indicate the plate has been broken for some time with friction from the rubbing ends of the bread rubbing the surfaces smooth which indicates delayed fusion. The screws used with this plate showed no sign of wear therefore movement of the plate would not have been the cause of the delayed fusion unless the plate broke before fusion could occur. The goal of surgery with this implant is to establish bony fusion. Abnormal or excessive forces could lead to delayed union, non-union, or failure of the implant. It must be recognized that plates are manufactured from metal, and that no implant can be expected to withstand the activity levels and loads as would normal, healthy bone after fusion occurs. Based on analysis, a definitive root cause could not be determined. However, the most likely root cause was extended non-union of the joint.